Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The patient's past medical history included endometriosis. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent partial hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. The reporter commented: she had the essure placed in 09 later had a partial hysterectomy (just her uterus taken out she believe) and had the essure in her. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: abdominal pain lower, genital haemorrhage. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The patient's past medical history included endometriosis. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent partial hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. The reporter commented: she had the essure placed in 2009 later had a partial hysterectomy (just her uterus taken out she believes) and had the essure in her. Concerning the injuries reported in this case, the following one was reported via social media: abdominal pain lower, genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("tenderness only in my belly buttton"), fatigue ("fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), amnesia ("memory loss"), abdominal distension ("bloating"), alopecia ("hair loss"), tooth loss ("loss of teeth"), rash ("rashes") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent partial hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain, fatigue, myalgia, arthralgia, amnesia, abdominal distension, alopecia, tooth loss, rash and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, fatigue, feeling abnormal, genital haemorrhage, myalgia, rash and tooth loss to be related to essure. The reporter commented: she had the essure placed in 09 later had a partial hysterectomy (just her uterus taken out she beleive) and had the essure in her. Concerning the injuries reported in this case, the following one was reported via social media: abdominal pain lower, genital haemorrhage, fatigue, myalgia, arthralgia, amnesia, abdominal distension, alopecia, tooth loss, rash and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added: fatigue, muscle pain, joint pain, memory loss, bloating, hair loss, loss of teeth, rashes and brain fog. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("tenderness only in my belly button"), fatigue ("fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), amnesia ("memory loss"), abdominal distension ("bloating"), alopecia ("hair loss"), tooth loss ("loss of teeth"), rash ("rashes") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent partial hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain, fatigue, myalgia, arthralgia, amnesia, abdominal distension, alopecia, tooth loss, rash and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, fatigue, feeling abnormal, genital haemorrhage, myalgia, rash and tooth loss to be related to essure. The reporter commented: she had the essure placed in 09 later had a partial hysterectomy (just her uterus taken out she believe) and had the essure in her. Concerning the injuries reported in this case, the following one was reported via social media: abdominal pain lower, genital haemorrhage, fatigue, myalgia, arthralgia, amnesia, abdominal distension, alopecia, tooth loss, rash and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added: fatigue, muscle pain, joint pain, memory loss, bloating, hair loss, loss of teeth, rashes and brain fog. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.